Manufacturer narrative:
Additional narrative: asr revision left asr xl reason(s) for revision: pain, possible loosening of the cup update - attached scf and received a copy of product stickers. Product stickers are all not clear enough to be read apart from the cup. Taken from email dated (B)(6)2016 update (B)(6)2017: email notification from (B)(6) received. Date of revision provided. This complaint was updated on: (B)(6)2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, left, asr xl, reason(s) for revision: pain, possible loosening of the cup. Update - attached scf and received a copy of product stickers. Product stickers are all not clear enough to be read apart from the cup. Taken from email dated (B)(6) 2016. Update (B)(6) 2017: email notification received. Date of revision provided.